Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was irritating a patient's pre-existing surgical wound. The wound became infected and the patient was hospitalized. The patient was placed on antibiotic IV drip and a wound vac was placed at the site of the infection. The patient was released from the hospital. During a follow-up the patient reported that the wound had reopened and was again infected. The patient decided to end use of the lifevest. The medical outcome of the patient's wound is unknown.